Event description:
Pt status post lcp pediatric hip plate and screw implantation was found to have loose screws seven days after implantation; pt went for re-tightening procedure. An x-ray taken on a f/u visit showed one screw backed out of the plate completely and another screw appeared to be loose. Surgeon has not removed the hardware at this time. This is one of seven reports for this event.

Manufacturer narrative:
Add'l info has been requested. Subject device has not been explanted. Synthes is unable to provide the date of manufacture without the device returned or lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review could not be completed.